Event description:
It was reported that the implantable cardioverter-defibrillator exhibited inappropriate shocks, inappropriate anti-tachycardia pacing, and long charge times. A capacitor malfunction was suspected. No resolution taken. No patient consequences.